Manufacturer narrative:
Based on historical complaint investigations, the returned device, and the reported event, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.

Event description:
It was reported that during surgical use, "the liner impactor tip has broken under impaction force." No patient information available. The device is available for return. No further details provided. Unable to obtain images or x-rays. Product available for return: rg requested. 321-09-38 38mm liner impactor tip.